Event description:
Ous MDR - after an implantation period of about 47 months, oversensing was reported during a regular in-office follow-up. The lead was capped and a new lead was implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available iegms demonstrated the presence of noise on the rv channel as mentioned in the complaint description. The provided freezes showed synchronous noise on rv and ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.